Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen on (B)(6) 2016 and the left ventricular lead dislodged. The patient started to feel symptomatic the following weeks after the fall and presented to the hospital. The physician then decided to schedule the patient for a lead revision procedure. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was in stable condition post surgery.